Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a low blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The customer fell in the shower due to low blood glucose. The customer does not remember her blood glucose level at the time of the hospital admission. The customer will under go a procedure at the hospital that will determine why her blood glucose levels are always low. No trouble shooting was done on the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.